Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had been complaining about a burning sensation over her implant since 2018. Medical staff have not found anything to attribute this. Reportedly, the cochlea implant was working, however, the recipient cannot use the audio processor due to the burning sensation. It was decided to perform an infiltration of platelet-rich plasma. On (B)(6)2023 a calibration will be carried out so that she can start using the audio processor again. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a burning sensation at the implant site since 2018, which is likely related to the pressure on the skin caused by the external magnet. However, it was reported that the external magnet strength was appropriate. In addition, in situ measurement show a fluctuating ground path impedance, which is likely caused by a temporary air bubble above the implant site. Re-implantation is planned but no date has been scheduled yet.

Event description:
The recipient had been complaining about a burning sensation over her implant since 2018. Medical staff have not found anything to attribute this. Reportedly, the cochlea implant was working, however, the recipient cannot use the audio processor due to the burning sensation. Re-implantation is considered.

Event description:
The recipient had been complaining about a burning sensation over her implant since 2018. Medical staff have not found anything to attribute this. Reportedly, the cochlea implant was working, however, the recipient cannot use the audio processor due to the burning sensation. The recipient has been explanted.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced a burning sensation at the implant site since 2018. Reportedly, the implant was encapsulated by fibrotic tissue, which was seen during explantation surgery and might be the cause for the reported symptom. Furthermore, in situ measurement show a fluctuating ground path impedance, which is likely caused by a temporary air bubble above the implant site. This is a final report.